Event description:
It was observed during the device evaluation, the light guide lens of the gastrointestinal videoscope was corroded. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens of the gastrointestinal videoscope was corroded. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.